Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited an rf telemetry issue. No intervention was performed. Patient remained asymptomatic.

Event description:
New information on (B)(6) 2017 stated that the pulse generator exhibited noise. The device was explanted and replaced. The patient was stable before, during, and after the procedure.